Event description:
A report was received that the patient underwent an explant of the ipg due to a pocket infection. The lead was left implanted in the patient. The patient's symptoms were redness and swelling. The physician does not believe the infection was device or procedure related. The patient was given oral antibiotics and is reportedly doing well.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the ipg will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.